Manufacturer narrative:
Philips service reseated the speed controller; replacement planned in a separate work order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometry movement partly available due to speed controller failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.